Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test and was not able to prime insulin pump. Customer's blood glucose was unknown. Troubleshooting was performed and customer still received a failed battery test. Customer did not have new batteries to test pump with. Customer was advised that battery cap would be replaced.